Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for normal follow-up, inappropriate mode switch due and oversensing were observed. Programming changes were made. The device remains implanted. The patient will be monitored with routine follow up.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that episodes of inappropriate auto mode switch due to intermittent undersensing was observed. Programming changes were recommended.